Event description:
Effluent alarmed blood present, tested and found to be positive. Filter stopped and when set unloaded filter pressure pod leaked blood (quite and spread/splash) due to pressure. No clinical consequence. No sample available.